Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which identified a dark foreign matter at the welded cassette. The dark foreign matter is embedded particulate matter (epm). An under water pressure test was performed with no issues noted. The reported condition was identified as epm; however, the device met specifications and was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had dark foreign matter on the rectangular plastic piece (cassette). This occurred before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.